Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that the customer received a stuck wake button alarm even though no issue was seen with the wake button. There was no reported impact to the customer¿s blood glucose level. Customer was advised to let pump battery fully discharge and then turn pump back on, and patient agreed and expressed appreciation for support.